Manufacturer narrative:
The process of gathering and analyzing information is still ongoing. The conclusions of the investigation will be provided to the follow-up report.

Manufacturer narrative:
Following information reported by the end user the handset of the enterprise 5000x bed was defective. No injury was reported. The device evaluation performed by the arjo service engineer revealed that the button on the nurse handset responsible for lowering the backrest section was damaged and caused unintended lowering of the head section. The defective part was replaced. The bed was tested and released for use. To sum up, the arjo device failed to meet its specification since the backrest section moved unintended. The device was used for patient treatment. The complaint was decided to be reportable due to the allegation of the unintended backrest movement.

Manufacturer narrative:
The results of the analysis will be provided upon conclusions of the investigation.

Event description:
It was reported by the end user that the nurse handset was malfunction. The bed was used with the patient. No injury was reported. During inspection performed by arjo representative it was found that the backrest section of the enterprise 5000x bed moved unintended due to the handset failure.